Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, two side bail covers were broken, the battery contacts were compressed, the battery drawer was broken, and the keyboard pad was cosmetically damaged.

Event description:
It was reported during scheduled preventive maintenance it was found that the device will not hold a charge when the battery is removed. Tests were performed with following conditions: under 70 bpm (beats per minute), atrial and ventricular under 10 milliamps, and backlight off. Several batteries were tried and the device fails as power is lost almost immediately upon battery removal. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). This analysis found that a capacitor component failure caused the battery removal failure mode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.